Event description:
It was reported to philips, that the monitor display automatically shuts down. The field service engineer (fse) evaluated the device, and could not find any problems. Resolution: I ran op check. Monitor is not shutting off. It was on for about 30 mins. Diagnostic performed by engineer: I was not able to duplicate this issue. The field service engineer (fse) evaluated the device, and could not find any problems. Philips cannot rule out a malfunction at the time it was reported, but no problem could be reproduced. And no repair was warranted. There is no indication of a systemic problem. No further investigation or action is warranted.

Event description:
It was reported to philips that the monitor display automatically shuts down. There was no patient involvement.